Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. D-10 unknown distal part item# unknown, lot# unknown, cocr head 32/-4 s 12/14 item# 14320520, lot# 2696578. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, d2, g3, g6, h1, h6, h10. Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the proximal part was not contributing to the event. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the proximal part was not contributing to the event given this information, this medwatch will be voided.

Event description:
It was reported that the patient underwent hip revision due to break below cone, approximately nine (9) years nine (9) months from initial operation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Concomitant medical product: unknown distal, part #item unknown, #lot unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00067 . Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.